Manufacturer narrative:
The exact cause and source of the endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s returned from 7 years post-implant confirmed contrast outside the stent graft, which may have been coming from the right/ipsi limbs. The proximal neck and iliac limbs appeared to be well sealed proximally and distally with sufficient sealing length. This appears most likely to have been an type iii fabric endoleak; however, analysis of the returned films did not reveal any characteristics that could explain the observed endoleak. Films during and post-intervention after implant of an aui were not available for review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: iw1412c105xh, sn (B)(4), expiration date: 2011-12-02, UDI # (B)(4); iw1416c90xh, sn (B)(4), expiration date: 2010-12-20, UDI # (B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that CT imaging done discovered an indeterminate endoleak. An aui device was placed and the event resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.